Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was something wrong with the wire. Boston scientific technical services (ts) referred the patient to the physician. This lead remains in service. No adverse patient effects were reported.